Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the probe connector is damaged in 2 places. There is a dark line in the middle of the ultrasound image. Console was tested with a known good connector and the dark line in the ultrasound image disappeared. The root cause of the failure was identified as use-related damage.

Event description:
Found during evaluation at bd service facility: the probe connector is damaged in 2 places. There is a dark line in the middle of the ultrasound image. Console was tested with a known good connector and the dark line in the ultrasound image disappeared. The root cause of the failure was identified as use-related damage.